Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level appeared to be over 400 mg/dl. The customer treated his blood glucose level with the insulin pump. The high pressure test passed. The device was not returned.